Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: initial implant date unknown - around 20 years ago in the mid 1990's. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿wear and or deformation of articulating surfaces.¿

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date in the mid 1990's. Subsequently, the patient was revised on the right side on (B)(6) 2014 due to wear of the polyethylene tibial bearing. The tibial bearing and locking bar were removed and replaced and the patient's natural patella was resurfaced and a patella was implanted.

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. A revision procedure has been indicated due to unknown reasons; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.